Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps had a broken wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) had made multiple attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.